Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of an aortic arch aneurysm, where a gore® dryseal flex introducer sheath was used as an accessory. The 22fr sheath was inserted from the right side. Although insertion difficulty was noted, the physician advanced the sheath into the patient. After stent graft implantation, an access angiography confirmed vessel damage at two sites, the origin of the right external iliac artery and about 4 cm distal from the right external iliac artery. The vessel diameters at the site of the damage measured 6.4mm to 8.4mm. The nominal outer diameter of the 22fr dryseal sheath is 8.2 mm. As a treatment, two gore® excluder® aaa endoprosthesis iliac extender components were implanted under the aortic bifurcation to the right external iliac artery, which result in unplanned vessel coverage of the right internal iliac artery. The physician comments that he should have performed percutaneous transluminal angioplasty before the sheath insertion.

Manufacturer narrative:
According to the gore® dryseal flex introducer sheath sizing guide, the nominal outer diameter of the 22fr dryseal sheath is 8.2mm. The vessel diameters at the site of the damage measured 6.4mm to 8.4mm. The IFU warns that adequate vessel access is required to introduce the sheath into the vasculature. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.